Event description:
It was reported that a patient underwent a hip revision after an unknown amount of time post implantation due to unknown reasons. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). Report source united kingdom. Customer had indicated that the product will not be returned to zimmer biomet for the investigation as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2022 - 01684. 0001825034 -2022 - 01685. 0001825034 - 2022 - 01686.

Event description:
Upon review of additional information received, it was noted that the devices explanted were not zimmer biomet product. This case is therefore considered, not reportable and should be voided.

Manufacturer narrative:
Upon review of additional information received, it was noted that the devices explanted were not zimmer biomet product. This case is therefore considered, not reportable and should be voided.